Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -11.50/+3.5/100 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6)2022. Post-op the patients va was blurry. The lens remained implanted. This was the replacement lens for MFR. Report # 2023826-2023-00566. The patient had intacs implanted and was using artificial tears.